Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected for use. The physician assessed position, anchor, size, and seal (pass) criteria, and the device did not pass the tug test, and protruded toward the mitral valve. The 27mm closure device was recaptured and exchanged for a smaller 24mm closure device. The 24mm closure device was positioned a little deeper, which changed the position during the tug test so that device also protruded towards the mitral valve. The physician exchanged for a 31mm closure device which was planned to be placed more ostial. During an attempt to implant the 31mm closure device, the physician noted a pericardial effusion on the ultrasound imaging. The physician also noted that the 31mm closure device could not unfold fully at the front. The procedure was aborted, and the physician attempted to aspirate the blood from the pericardium. Protamine was injected, but the bleeding could not be stopped. The patient was transferred to cardiothoracic surgery to treat the effusion and the laa was ligated. The patient was reported to be doing well with no further complications.

Manufacturer narrative:
Media evaluated by bsc training team, medical safety, and clinical specialists. The media review concluded that the closure device appeared to be outside the circumference of the appendage, suggesting that the device was not implanted in the laa and partially in the pericardial space. Imaging is indicative of an unintended use error.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) was selected for use. The physician assessed position, anchor, size, and seal (pass) criteria, and the device did not pass the tug test, and protruded toward the mitral valve. The 27mm closure device was recaptured and exchanged for a smaller 24mm closure device. The 24mm closure device was positioned a little deeper, which changed the position during the tug test so that device also protruded towards the mitral valve. The physician exchanged for a 31mm closure device which was planned to be placed more ostial. During an attempt to implant the 31mm closure device, the physician noted a pericardial effusion on the ultrasound imaging. The physician also noted that the 31mm closure device could not unfold fully at the front. The procedure was aborted, and the physician attempted to aspirate the blood from the pericardium. Protamine was injected, but the bleeding could not be stopped. The patient was transferred to cardiothoracic surgery to treat the effusion and the laa was ligated. The patient was reported to be doing well with no further complications.